Manufacturer narrative:
The evaluation of the submitted log file confirmed alarms; however the cause could not be conclusively determined. An autopsy was not performed and the device was not explanted for evaluation. Additionally, the evaluation of one of the returned system controllers noted multiple low speed alarms and pump stoppage events on the log file, and a drive circuitry damage, which appeared consistent with a potential percutaneous lead issue. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The referenced known percutaneous lead issues were reported under medwatch MFR report#s 2916596-2015-02077 and 2916596-2014-01527. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years. The pump was not explanted. Two heartmate ii system controllers (serial #s (B)(4)) were received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. The patient has a known percutaneous lead issue and in (B)(6) 2014, a replacement of the external portion/distal end of the percutaneous lead was performed. Pump stops occurred after the repair and an issue with the percutaneous lead internal to the patient was suspected. At the time, the healthcare professionals felt that patient was not a candidate for pump exchange and an ungrounded patient cable was provided for power module support. On (B)(6) 2016 the patient experienced unknown alarms and passed away. Attempts by the vad coordinator to interrogate the patient¿s system controller were unsuccessful ¿ no visual alarms were noted and the audible alarms from the device could not be silenced. It was reported that from an unspecified date during the past week, the patient had been experiencing unceasing unspecified alarms. The patient had been using an ungrounded patient cable for over 1 year and had reportedly frequently experienced unspecified alarms with left side movement. The pump was not explanted as the family declined an autopsy. It was reported that no other details regarding the patient expiration would be available.